Event description:
It was reported for repair for an unknown reason. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Upon investigation, the comb and ratchet gear were damaged.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb and ratchet gear were damaged, and the device was out of calibration. The comb, ratchet gear, and various parts were replaced, and the device was recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.